Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up button of insulin pump was sometimes unresponsive also insulin pump had squirted insulin during priming. The customer blood glucose level was unknown. Customer also stated that insulin pump was rejected new batteries also had random no delivery alerts. The device will not be returned for analysis.